Event description:
Epidermal autograft loss. Date of burn injury was in 1999. Hospital admission date was next day. Integra artificial skin was applied 4 days later. Approx 1% of the integra was trimmed away, secondary to purulent drainage which was treated with topical sulfa solution. Silicone layer of integra was removed on 05/17/1999. Neodermis development was normal, investigator noted no signs of infection were present, and epidermal autograft proceeded. On 05/24/1999, 100% loss of epidermal autograft on left arm was noted. Other sites showed no autograft loss. No wound cultures were performed on graft sites before or after integra, or autograft placement. Second autograft was performed in 1999. Event resolved.